Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 15 fractured. Construction was an implant retained removable prosthesis. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.